Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that a physician claimed that the free triiodothyronine (ft3) value measured for a patient sample was higher than expected based on the patient's clinical condition. The patient is diagnosed with graves' disease. Results from the patient sample were provided and it was determined that there were erroneous results for ft3 and thyrotropin (tsh). The date of the event was asked for, but is not known. It was stated that the sample was "from (B)(6) 2015." This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information related to tsh. The sample initially resulted as 0.01 uiu/ml for tsh and 5.72 pg/ml for ft3 when measured at the customer site on an e411 analyzer. The sample was provided for investigation, where it was repeated on an elecsys analyzer and a centaur analyzer. The sample resulted as 0.009 uiu/ml for tsh and 5.35 pg/ml for ft3 when repeated for investigation on the elecsys analyzer. The sample resulted as 0.004 uiu/ml for tsh and 4.71 pg/ml for ft3 when repeated for investigation on the centaur analyzer. It was stated that no adverse events occurred with the patient in relation to this issue. The serial number of the e411 analyzer used at the customer site was asked for, but not provided.

Manufacturer narrative:
It was previously stated that the sample was provided for investigation, where it was repeated on an elecsys analyzer and a centaur analyzer. This shall be updated to state that the provided sample was repeated on an e411 analyzer and an architect analyzer on (B)(6) 2015. The results from the customer site were reported outside of the laboratory to the physician. The e411 analyzer used at the customer site was serial number (B)(4). On (B)(6) 2015, the patient had a tsh result of 0.01 uiu/ml, a ft3 result of 7.12 pg/ml, and a ft4 result of 1.21 ng/dl. On (B)(6) 2015, the patient had a tsh result of 0.01 uiu/ml, a ft3 result of 5.81 pg/ml, and a ft4 result of 0.67 ng/dl. The date received by manufacturer was 11/02/2015.

Manufacturer narrative:
A sample from the patient was provided for investigation. During investigations, the ft3 value generated by the customer was reproduced. The sample was investigated for possible interfering factors present, but no interfering factors could be identified. A specific root cause could not be determined.